Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer reported that I-stat 1 downloader recharger (B)(4) becomes hot to the touch. The customer removed the analyzer and the battery and allowed them to cool down. The analyzers pass the simulator test. Customer reports no issues with the analyzer or batteries when used in another downloader. The product was replaced at no charge and returning for investigation along with power supply and anlyzer that was docked at the tme of the event.. There were no injuries reported. Customer is using recharge able batteries. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Event description:
Na.

Manufacturer narrative:
Apoc incident# (B)(4). The investigation was completed on (B)(6) 2021. The customer reported that analyzers (with rechargeable batteries) became hot to touch when docked in downloader recharger (drc) sn (B)(6), and the drc was hot to touch. The same analyzers and rechargeable batteries were not hot to touch when docked in another downloader. The customer confirmed that the correct power cord was used with the drc when the incident occurred. The conclusion of the investigation is that the complaint was confirmed, and the cause was determined to be failure of components q1 and d14 on the main board of drc s/n (B)(6). A deficiency has been identified. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time.